Event description:
Reporter alleged obtaining a discrepant blood glucose results of 393 mg/dl back to back with a result of 174 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter stated he would take his normal 70 units of humulin 70/30 after the results. No other action were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.